Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the accolade 1 stem was revised due to trunnionosis. It was further reported that the original implant surgery was approximately 15 years prior and was performed at another hospital therefore no additional product records are available.